Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic amplitude and high pacing thresholds. Additional information indicates that high thresholds assumed to be due to lead dislodgement. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.